Event description:
It was reported that implant was removed due bone loss and implant fracture. Patient came in having significant pain in upper left, crown was removed by dentist and a healing collar placed on fractured #14 implant. CT confirmed fracture and hopeless implant. Noted inflammation, pain

Manufacturer narrative:
Zimvie complaint number (B)(4) b3: date of event unknown / not provided g4: additional PMA/510(k) number k011028, k013227.